Event description:
It was reported that a balloon rupture occurred. The 99% target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral coronary cutting balloon monorail was selected for use. During the procedure, it was noted that balloon ruptured at 4atm. A non-bsc guidewire, balloon catheter, and micro catheter were used with the device. The device was removed without any problem using the normal method. The procedure was completed with a different device. No patient complications were reported and the patient status was good post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).